Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2. The home patient (hp) reported that the supply bag fell and became disconnected, causing the alarm. The technical service representative (tsr) explained the alarm and assisted the hp to clear alarm. The hp would complete the therapy using manual supplies. The tsr advised the hp to call nurse in the morning. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp's wife regarding the bag falling and disconnecting, it was revealed that the bag accidently fell off the table and disconnected. Per wife, there were no loose connections or defects on the supplies. The wife stated that they had notified the nurse, and was advised to prop the bag while setting up for therapy. Per wife, the hp did not have any injury or harm as a result of this incident. Per wife, the hp is doing fine and continuing therapy without issues,. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the most likely root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient (hp) reported that the supply bag fell and became disconnected, and the homechoice machine was alarming with se 2240. The batch review was performed on potentially associated lots (h10e14073) with no issues noted. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A 2009 gmrs case had been scheduled for investigation as pt reported, she had limited rom. Gmrs kit ordered as a back up. During the operation, it was evident that the cemented stem was loose and required revision. When the stem and the 30mm extension female section were separated, there was evidence of metal debris and wear at that joint. There was no such wear pattern when the 30mm extension male section was separated from the distal femur.